Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-06-08. H.6. Investigation summary customer returned (1) loose 3/10cc, 8mm syringe. Customer states that the plunger rod broke during injection. The returned syringe was examined and exhibited a broken plunger rod. A review of the device history record was completed for batch# 9112704. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were three (3) notifications [(B)(4)] noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure h3 other text : see h.10.

Event description:
It was reported that the plunger rod of the bd insulin syringe with the bd ultra-fine¿ needle broke during the injection. The following information was provided by the initial reporter: "spouse of consumer reported that the plunger rod broke during injection and also stated that his wife has arthritis in the hand."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger rod of the bd insulin syringe with the bd ultra-fine¿ needle broke during the injection. The following information was provided by the initial reporter: "spouse of consumer reported that the plunger rod broke during injection and also stated that his wife has arthritis in the hand."

Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned as of 8 june 2020 therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for plunger rod breaks off during use for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Event description:
It was reported that the plunger rod of the bd insulin syringe with the bd ultra-fine¿ needle broke during the injection. The following information was provided by the initial reporter: "spouse of consumer reported that the plunger rod broke during injection and also stated that his wife has arthritis in the hand."